Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2013-17177, 1627487-2013-17178 and 1627487-2013-17179. Per the manufacturer's database, the patient has 3 scs leads. At this time, it is unknown which leads are currently implanted. It was reported the patient is no longer receiving stimulation due to autoreduction. Follow-up identified lead diagnostics showed invalid in addition to low impedance values for the scs lead. It was also reported a sjm representative was unable to resolve the issue with reprogramming. The issues will be addressed after the patient recovers from an unrelated procedure.